Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy, the devices were set up with no problem. There was no abnormality when connecting the reload, either. After the connection, the yellow tab was removed. The doctor approached to the tissue, and the devices changed to firing mode. The doctor pressed the firing button, but firing did not advance. The doctor opened and closed the jaws of the cartridge once more, changed the devices to firing mode, and pressed the firing button, but the firing still did not advance. A new handle and adapter, cartridge was used to continue the procedure. The indication of "firing finished" was displayed on the indicator screen of the handle which could not fire. A few hours later, when checking the handle, the error mark was found to be displayed. Even after the handle was restarted, the error mark was still displayed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs shows multiple evidence of field-programmable gate array (fpga) reset/reprogram failures. This caused the power handle error graphic to display. The cause for why the handle would not fire is due to the user using a reload that was already in interlock. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause of the power handle error was determined to be a result of a manufacturing activity. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. During initialization motor test is performed. If motors test fails, it results in power pack error as per srs 012. Improvements have been initiated to mitigate this condition. The root cause of the inability to fire the instrument was not related to the handle itself. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.